Event description:
A malfunction was reported on a customer's pump, which did not cause any adverse impact on the customer's blood glucose level. Cts provided the customer with information on how to reset the pump and assisted in the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump.